Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call on (B)(6) 2018 at 4:57 pm that they experienced high blood glucose level of over 600 mg/dl. The customer treated through insulin pump. Customer's blood glucose level was over 600 mg/dl and the sensor glucose reading was 600 mg/dl. Customer did troubleshooting. The sensor was not returned for analysis. Frn- reservoir; ozo- sensor.

Manufacturer narrative:
Open book / critical pump error after battery installation. Constant critical pump error alarm (open book) due to moisture damage on the electronic assembly. Corroded motor assembly noted during visual inspection.